Event description:
Procedure: CABG problem: venous reservoir used in the extracorporeal circuit during cardiopulmonary bypass surgery started to leak 40-45 minuted into the case. The large leak from the top of the arterial port (outlet) at the bottom of the bag towards the center. The procedure had to be aborted for a short time while the pt was taken off bypass to exchange the venous reservoir. The pt did not sustain any injury, but the potential was strong for an event to happen.